Event description:
Caller tested 4.1 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device however caller has discarded the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.